Event description:
As reported by the facility. The catheter was broken when it was yanked. Piece of catheter was left in the soft tissue of the groin. Contiplex d. The nurse said most likely it came out. Additional information provided by the facility indicated the patient suffered no adverse sequela associated with the incident. Mose likely, the catheter tip remains in the patient, since it was not located after the catheter was removed. The sample was discarded and is not available for evaluation. The lot number and the catalog number remain unknown.

Manufacturer narrative:
The actual sample was discarded and was not returned to the manufacturer to be evaluated. A catalog number and a lot number were not reported. Without the sample, a catalog number and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn. All available information has been forwarded to the manufacturer.